Event description:
It was reported the noise resulting in pacing inhibition had been observed on the right ventricular lead. Other electrical values were normal and no patient symptoms were reported. Device reprogramming was performed at that time and the lead was capped and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).